Event description:
It was reported that during a benign prostatic hyperplasia surgical procedure at 21,179 joules the fiber had no power and the aiming beam was firing straight. The fiber was exchanged and at 60,599 joules the aiming beam was firing straight and the metal cap became loose but did not detach. The fiber was exchanged and the third fiber was used to complete the procedure at 67,501 joules. The tips of the failed fibers were not cleaned during the procedure. No harm to the patient reported. This report is for the second fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits a circumferential fracture at the proximal side of fiber/glass fusion zone; the fiber proximal to fracture can rotate independently of metal cap; this failure mode is indicative of a fracture beneath the metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild char on surface; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; there are no signs of breakage along the fiber. Probable root cause: based on the device analysis, the product complaint "aiming beam fires straight and cap missing" could not be confirmed. The probable root cause of complaint is: not confirmed - returned. Additional information: glass cap proximal fracture observed. The probable root cause of failure is: operational context. The probable cause of failure was determined based on heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency. The manufacturer has reviewed all information and determined this event no longer meets the requirements of a reportable event for the device in question.